Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: 694765, implantable tachy lead, (B)(6) 2006; 419488, implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device reached early elective replacement indicator (eri). The device is scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.